Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire was stuck in the lumen of the left ventricular (lv) lead and could not be detached resulting in failure to advance the guidewire through the lv lead. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of guide wire stuck inside the lead and could not be removed was confirmed. A complete lead was returned in one piece. Visual examination found the coating of the guidewire was stripped and bunched up inside the distal tip. The cause of the reported event was isolated to the bunching of the stripped guidewire coating blocking the distal tip consistent with procedural damage.